Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. See section for any product information received. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient suffers from pain, swelling, inflammation, infection, and damage to surrounding bone and tissue, and lack of mobility. Metalosis was noted upon revision.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
UDI:(B)(4)

Event description:
Update jun 22, 2017: legal medical records received. After review of medical records for the MDR reportability, it was stated that the patient was revised due to extensive metallosis, synovitis, and soft tissue pseudotumor. Revision notes stated that there was a yellow mustard purulence consistent with metallosis, and extensive synovitis. There was small pocket along the inferior medial aspect, which has some osteolysis. Articulating components were noted to be clean and free of corrosion. Laboratory results for cobalt- chromium were above 7ppb. Product codes and lot numbers were provided. This complaint was updated on jun 28, 2017

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Added: (patient).

Event description:
Update aug 1, 2017: medical records received. After review of the medical records for the MDR reportability, in addition to what was previously reported, clinical notes reported of grinding or popping sensation and discomfort. This complaint was updated on aug 16, 2017.